Manufacturer narrative:
MDR 2517506-2019-00331 was filed on 21-aug-2019. Additional information (02-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (tni) results. Hsc evaluated the information provided and the instrument data files. A siemens customer service engineer (cse) was dispatched to the site. After troubleshooting, the cse was unable to identify an issue with the instrument. No product non-conformance was identified with either the dimension exl with lm instrument or the assay. The issue is consistent with temperature fluctuations to the water causing the change in recovery over time however the definitive cause is unknown. The issue was resolved by maintenance by the water system vendor and adjusting tubing to minimize temperature fluctuations. Hsc has monitored the account for 2 months with no further recurrences reported after the water system maintenance. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant cardiac troponin I (tni) patient results were obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
Discordant cardiac troponin I (tni) results were obtained on patient samples on a dimension exl with lm instrument. The same samples were reprocessed on the next day and non-reproducible results were obtained. It is unknown if the results were reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.